Event description:
It was reported that surgical intervention was performed for a pocket erosion. The device was repositioned and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.